Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal posterior tibial artery (pta). A savion flx guidewire was advanced to cross the lesion. However, during the procedure, the guidewire fractured off 2-3 cm distal of the wire. The detached fragment was lodged in the distal part of the pta. The detached portion was in too small of a vessel and could not be retrieved. The procedure was completed with another savion wire.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The returned guidewire had the distal tip portion with polymer detached. No other issues were found. Photos were taken of polymer detached at very tip. The device was measured in three sections (distal - medium - proximal) and was confirmed to be within specification.

Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal posterior tibial artery (pta). A savion flx guidewire was advanced to cross the lesion. However, during the procedure, the guidewire fractured off 2-3 cm distal of the wire. The detached fragment was lodged in the distal part of the pta. The detached portion was in too small of a vessel and could not be retrieved. The procedure was completed with another savion wire.